Manufacturer narrative:
Complaint conclusion: it was reported that a mynx ace vascular closure device (vcd) would not go thru the procedural sheath, because the tip was bent. Resistance/friction was experienced as the mynx vcd was advanced through the sheath. The product was stored according to the instructions for use (IFU). Please note that multiple attempts to obtain additional information were unsuccessful. The vcd was thrown away by the user, therefore, will not be returned for analysis. A review of the manufacturing documentation associated with lot f1720602 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. However, procedural and/or patient factors, a torturous vessel and/or a damaged distal tip, could have contributed to the report event. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
Addendum (12/5/2017) additional information received indicated that the device tip was bent.

Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1720602 was performed which indicated that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that a mynx ace vascular closure device (vcd) would not go thru the procedural sheath, the tip bent. Resistance or friction was experienced as the mynx vcd was advanced through the sheath. The vcd will not be returned for analysis.